Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: a carefusion field service representative went onsite to the reporter's facility and evaluated the suspect device. It was found that the end-user's settings were not compatible with the device. Product re-training was suggested so that the users are operating the device with appropriate patient settings. The patient circuit calibration and the performance check passed, meeting manufacturer specifications.

Event description:
The customer reported having problems pressurizing this 3100a high frequency oscillating ventilator unit while being used on a patient. The customer stated that alternate ventilation was provided by changing out the unit with a known good unit and that there was no patient injury or harm associated with this reported issue.